Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2021. The patient reported ongoing chest and abdominal pain. The patient also noted selling above the driveline and bloody drainage, but no fever. The patinet was fatigues and depressed. The patient restarted ciprofloxacin but this did not help. More swelling was reported above the driveline exit site as well as increased drainage which was very bloody along with extreme pain at the site. The patient remained afebrile. The patient went to the emergency department, they had a mild leukocytosis with a crp of 2. A CT of the abdomen/pelvis showed inflammation and fluid at the exit site and involving the abdominal rectus sheath on the right but there was no inflammation along the line as it enters the abdominal caity and no fluid around the pump. The patient was started on meropenem. Given the resistant infection, the pump was exchanged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient experienced ongoing chest pain, abdominal pain, and increased drainage from the exit site due to a persistent infection. Given the resistant infection, the patient underwent a pump exchange to another hm3 on (B)(6) 2021. (B)(6) was returned assembled with the pump cable returned severed in 3 segments: 5 inches from the pump housing, 6 inches, and 11.5 inches. The pump cable inline connector, modular cable, outflow cannula hardware, apical cuff, outflow graft, and bend relief were not returned. The pump cover was properly secured to the motor housing. The outflow ptfe washer as well as the inlet and pump cover o-rings were present, properly seated, and free of damage. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces revealed an adhered, red, tissue-like deposition lining the proximal side of the inlet extension. All other blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09may2018. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.